Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the patient received inappropriate atp therapy due to supraventricular tachycardia diagnosed as ventricular tachycardia. Programming changes were recommended and the patient will continue to be monitored with routine follow-ups.

Event description:
Additional information received indicated that programming changes were made and the patient was doing fine.